Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleges they were driving on a flat surface and the entire tread of the caster fell off.